Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A cemented triathlon total knee was revised for loosening. The revising physician claimed the simplex bone cement did not adhere to the femoral, tibial, and patella components. This causing the components to come out with ease upon revising them.

Manufacturer narrative:
An event regarding femoral, baseplate and patellar component loosening involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: no performed as no items were returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the reported event could not be confirmed with the limited information that was provided. Further information such as explanted component evaluation, x-rays, operative notes and medical records are required to properly investigate this event. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A cemented triathlon total knee was revised for loosening. The revising physician claimed the simplex bone cement did not adhere to the femoral, tibial, and patella components. This causing the components to come out with ease upon revising them.